Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture broke apart inside the patient when the physician attempted to pull it through the sacrospinous ligament. The physician stated, "it came part way through the ligament and then jammed. I think I just pulled too hard on the suture at that point and it broke. No material was left in the patient. This was the first time I had seen the suture bind in the ligament and I wonder if I had created a knot unintentionally." The physician opined that he is still learning the nuances of the pinnacle anterior pfr kit and that it was not product failure, but "user failure" which caused the event. The procedure was completed with another pinnacle anterior pfr kit, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.